Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm an unknown endoleak in the left common iliac artery near the superior stent margin of a non-endologix snorkel stent in the left iliac limb. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak from multiple sources, aneurysm sac growth, and a type 3b endoleak of the main body at the bifurcation. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use of a snorkel in the left iliac limb and patient anatomy. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices have not been returned and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Devices have not been returned.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, a suprarenal aortic extension, and a limb stent graft. On (B)(6) 2016 a follow up computed tomography (CT) showed an unknown endoleak. Physician elected to explant the devices. No additional information was reported to endologix in regards to the final patient disposition or details for the explant procedure.